Event description:
Following lasik surgery, this patient exhibited a decrease in bcva at 6 months post-op. An enhancement was performed and the bcva improved within 1 line of pre-op. A second enhancement was done and the bcva at 1 month post-op was the same as initial pre-op.